Event description:
It was reported that a system error 2240 alarm (air in set) occurred on the homechoice (hc) device, during initial drain. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm, advised the care giver (cg) to close all clamps as well as the transfer set, and had the cg cycle the hc off and on to clear the alarm. The tsr advised the cg to complete therapy with all new supplies. During troubleshooting, nothing unusual was found that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.